Event description:
It was reported the patient experienced intermittent stimulation in the wrong location. Impedances reading were >3,600 ohms. The patient was scheduled for a revision, but was cancelled. No further outcome was reported.